Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The further investigation service technician confirmed the reported alarm issue and replaced the primary speaker #2 to address the reported problem. During further investigation (fi), a visual inspection of the v60 ventilator revealed no signs of external damage or contamination. The customer ventilator booted into diagnostic mode. A review of the drpt report revealed four (4) instances of the primary alarm failed (e/c 1102) error code. The customer returned ventilator booted into normal ventilation mode and the primary alarm failed message displayed and the 1102 error logged. Cycling the power produced the primary alarm failed error (e/c 1102) each time the power was cycled. The problem was traced to the primary speaker #2. Primary speaker #2 was removed and replaced with a good fi test unit. The customer returned ventilator was booted into normal ventilation mode and no failures were produced . The power was cycled on and off 15 times without producing any failures. The voice coil resistance of speaker #2 was verified out of specification. The customer returned ventilator was allowed to run for approximately two (2) hours and no errors were generated. The primary alarm failure was isolated to speaker #2. Replacement of speaker #2 corrected the 1102 error.

Event description:
The customer reported out of box screen failure but during further investigation e/c 1102 (primary alarm failure) was encountered. There was no patient involvement. Event date not specified; estimate used.